Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for femur, cemented, ã¸ 42/h item # 0100211142 lot# 2301478. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with durom implants and then, approximately 1 year post implantation, underwent a revision surgery due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.

Event description:
It was reported that a patient underwent an initial left hip resurfacing. On the postop imaging, calcifications were noted in the adjacent soft tissues. Approximately 1 year post implantation, the patient underwent an additional procedure to remove the painful bone spurs from the acetabulum and trochanter region. No implants were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d10, g3, g6, h2, h6, h10, h11 d6b. Product was not explanted. Explant date should be removed. D10. Updated therapy date. Associated products: metasul, durom, component for femur, cemented, 42/h item#: 0100211142, lot#: 2301478.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. Product has not been returned. No product evaluation was able to be completed. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a4, b1, b3, b4, b5, b7, d6b, e1, e3, g3, g6, h2, h6, h10, h11. D10. Updated therapy date.

Event description:
It was reported that the patient had resurfacing left hip implantation. Patient continued to have pain, limp, noise from left hip and subsequently, approximately 4 years post implantation, was revised to a competitor tha. A large metal granuloma was identified and removed. Diligence is completed and no further information on the reported event has been provided.